Event description:
On (B)(6) 2020, the patient underwent endovascular treatment for a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control® system (ctag ac). First, the left common carotid artery ¿ the left subclavian artery bypass was created. The ctag ac was delivered to the intended position, where the gold marker band was just distal to the ostium of the left common carotid artery (lcca), and the primary deployment was performed. The physician planned that the partially uncovered portion of the stent would be in the ostium of the lcca. After the primary deploy of the ctag ac, the gold marker band was positioned in the ostium of the left common carotid artery. The physician was aware that if the ctag ac was fully deployed in this position, the stent-graft would cover the lcca. In spite of this, the device was fully deployed to keep sufficient neck length. Then, the blood pressure of the left upper arm decreased. A stent (epic) was implanted in the left common carotid artery and the blood flow was improved. The patient tolerated the procedure. The physician stated that he attempted to deploy the ctag ac just below to the left common carotid artery, as the patient neck length was short.

Manufacturer narrative:
G5: completed.